Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged filter tilt and filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: rnf: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. The current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. Movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt; filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an unknown amount of time post vena cava filter placement, allegedly a CT scan demonstrated a tilted filter with a detached limb at the base of the patient's heart. The filter was removed; however, the detached filter limb was not removed and it is unknown if an attempt was made to retrieve the limb. The current patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years eight months post filter deployment, attempt was made to retrieve the filter due to partially disintegrated bard g2 inferior vena cava filter and metallic foreign body. Despite multiple attempts made to engage the foreign body, the procedure was terminated. Attention was then turned to the inferior vena cava filter in the low inferior vena cava and a heavy guidewire was passed along the anterior wall of the cava opposite to the device. A 12-french ansell sheath was advanced into the low inferior vena cava and a 10 mm snare was used through a 5-french vert catheter in an attempt to engage the head of the filter. The head of the filter was engaged at least 2 times and could not be grasped firmly to be pulled into the 12-french sheath. A bard recovery tool was placed to the 12-french sheath and was able to grasp the apex of the filter and after 2 attempts, the recovery tool was able to ensheath the device and it was removed. Five hooks were counted on the device along with 5 stabilizer wires. The right ventricle foreign body could not be removed. Therefore, the investigation is confirmed for filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with quadriplegia and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, a computed tomography (CT) scan alleged that filter tilted with a detached limb at the base of the patient's heart and difficult to remove. The device was removed percutaneously; however, no attempts were made to remove the detached filter limb in the right ventricle of heart. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged filter tilt and detached filter limb as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter fractures are a known complication of vena cava filters - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported that after an unknown amount of time post vena cava filter placement, allegedly a CT scan demonstrated a tilted filter with a detached limb at the base of the patient's heart. The filter was removed; however, the detached filter limb was not removed and it is unknown if an attempt was made to retrieve the limb. The current patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was deployed in a patient in conjunction with trauma situation/motor vehicle accident. At some unknown amount of time post filter deployment, a filter limb allegedly detached. The filter was removed percutaneously, no attempts were made to remove the detached filter limb in the heart.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged filter tilt and detached filter limb as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported that after an unknown amount of time post vena cava filter placement, allegedly a CT scan demonstrated a tilted filter with a detached limb at the base of the patient's heart. The filter was removed; however, the detached filter limb was not removed and it is unknown if an attempt was made to retrieve the limb. The current patient status was not provided. New information received: it was reported through the litigation process that a vena cava filter was deployed in a patient in conjunction with trauma situation/motor vehicle accident. At some unknown amount of time post filter deployment, a filter limb allegedly detached. The filter was removed percutaneously and no attempts were made to remove the detached filter limb in the heart. The patient alleges to experience chest pain.